Manufacturer narrative:
It was reported that a patient underwent a breast lumpectomy with a reprocessed multiple clip applier ligaclips and when clip applier fired it did not close on tissue. The returned device was received inside a sealed plastic biohazard bag, with none of the original packaging or labeling returned. There are no fired clips from this device provided as well. It was observed that the device was marked for 20 clips being sent to the customer. The device has been returned with 15 clips remaining in the shaft; this infers those 5 clips have been fired. The jaws of the device appear properly spaced and aligned; there is no loaded clip in the jaws. There was observed tissue lodge under the push forks; the push fork was out of position and at an angle. The tissue was removed, and the push fork returned to its expected position. The handle of the device was then actuated, and it was observed that the clip loads into the jaws correctly. The handle was actuated again, and the fired clip had the proper pinch and alignment. The next clip loaded into the jaws correctly. The handle was actuated repeatedly until all remaining 15 clips had been fired. All had the proper pinch and alignment expected from a fired clip. There are no observed visual defects with the device. There was no additional evidence provided showing the condition of the fired clips from this device when used by the account. It was not determined if the observed embedded tissue under the push fork, may have been a potential cause in affecting the operation of firing the device, when used by the account. As there was no evidence of a defect with this device, the reported issue was not confirmed. As product was removed from its packaging and was used by the account, no conclusion as to the cause of the reported issue is determined. The device history record of lot 2153586 was reviewed and all finished goods products reprocessed under this lot passed all visual and functional criteria prior to being distributed to the customer. No failure was observed on the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a breast lumpectomy with two reprocessed multiple clip applier ligaclips and when clip applier fired it did not close on tissue. A new non-reprocessed device was used to complete the procedure. The intent of the procedure was not altered because of this event. There was no patient consequence.

Manufacturer narrative:
The product analysis lab received the device for evaluation. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacture report numbers 2134070-2021-00026 are related to the same event. (B)(4).